Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber). Subsequently, the materials were not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the events can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the reported fault was likely a result of insufficient cleaning; switch 1 had a cut; forceps channel port was shaved; plug unit was damaged; due to a cut on bending section cover, water tightness was lost; due to damage on bending section cover, insulation resistance value at distal end does not meet the standard value; due to a scratch on objective lens, the image had dark area partially; plastic distal end cover lens had a chip; light guide lens had a crack; adhesive on bending section cover had wear; connecting tube had a buckling; universal cord had buckling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had defective transition between distal end and insertion tube. The device was returned for evaluation. During the device evaluation, a whitish foreign material was found inside the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.